Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that none of the buttons were working. Customer's blood glucose reading at the time of the call was 430 mg/dl and stated that she has a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.